Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the aspirex that are cleared in the us. The pro code and 510 k number for the aspirex are identified in d2 and g4. As the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2024, a patient underwent a thrombectomy and atherectomy procedure using the aspirex. During the procedure, pieces of guidewire were allegedly migrated to the pulmonary system. The current status of patient is unknown.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the aspirex that are cleared in the us. The pro code and 510 k number for the aspirex are identified in d2 and g4. Manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: no physical sample or pictures/videos were received. A physical investigation was not possible. It was reported that the guide wire broke in pieces, due to no sample/images/videos received, the reported malfunction cannot be confirmed. The user report does not provide more detail information when the break occurred and therefore it is not clear how the guidewire tip break happened. The break of the guidewire can be result of blockage or aspiration of very thick thrombotic material that results in catheter overheating, guidewire moving together with the catheter, guidewire overheating and break. Moreover, guidewire tip break can be result of the catheter working too close to the guidewire tip and interfering which can result in break or due to tortuous anatomy while retrieving the guidewire. A clear root cause could not be identified but a broken guide wire represents a known inherent risk. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (method) section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2024, a patient underwent a thrombectomy and atherectomy procedure using the aspirex. During the procedure, pieces of guidewire were allegedly migrated to the pulmonary system. The current status of patient is unknown.